Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got off the plane and had a stuck button on the insulin pump. Customer stated that the pump won't do anything and she is unsure if she pressed a button down for 3 minutes or longer. Customer does not know her blood glucose reading at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
No unexpected stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and the connector on printed circuit board was not unlocked during visual inspection. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.